Event description:
The surgical team was creating a bur hole in the temporal region and experienced a tear in the dura during dissection. This was repaired as part of their normal procedure and there was no complication.

Manufacturer narrative:
This is the initial medwatch report. Device return has been requested. When returned, the device will be evaluated and a final report will be provided.